Manufacturer narrative:
The author confirmed that the issues mentioned in the article are related to the evolution of the patient's pathology and not related to medtronic devices. The patient is being monitored at the center and is in good health with satisfying outcomes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; endovascular repair of traumatic aortic isthmic rupture: early and mid-term results hammamia et al, jmv-journal de médecine vasculaire, volume 45, issue 5, 2020, pages 254-259, issn 2542-4513, https://doi.org/10.1016/j.jdmv.2020.06.007 a2: mean age a3: mean gender d6: exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Unknown medtronic stent graft systems were implanted during tevar in traumatic aortic isthmic ruptures in patients on unknown dates. The following adverse events were reported: migration and stent graft kinking. The cause of the adverse events are undetermined. No additional clinical sequelae were reported.